Manufacturer narrative:
A pharmaceutical technical complaint (ptc) was initiated with global ptc #(B)(4). The product lot number was not provided, therefore, a batch record review was not possible. Based on the lack of info provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated and safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Joint fluid retention (joint effusion); seriousness criteria: required intervention; reporting anesthesiologist's seriousness assessment: serious (inpatient/prolonged hospitalization); reporting anesthetist's causality assessment: highly probable. Add'l info was received on 06/29/2015. Ptc results were added and the text was amended accordingly. Add'l info was received on 07/09/2015. The concurrent condition of the pt and the seriousness criterion of inpatient/prolonged hospitalization were added. The info regarding surgery was added. Text amended accordingly.

Event description:
This unsolicited device case from (B)(6) was received on 06/22/2015 from an anesthetist. This case involves a (B)(6) male patient who received treatment with synvisc and later developed joint fluid retention. Patient's medical history and past drugs were not reported. The concurrent condition was diabetes mellitus. Concomitant medications included lidocaine hydrochloride (xylocaine) for local anesthesia. It was reported that lidocaine hydrochloride had been used with other hyaluronic antipyretics before the start of synvisc therapy. And concurrent conditions were not reported. Concomitant medications included lidocaine hydrochloride (xylocaine) for local anesthesia. It was reported that lidocaine hydrochloride had been used with other hyaluronic antipyretics before the start of synvisc therapy. On (B)(6) 2015, the patient started treatment with intra-articular synvisc injection at a dose of 2 ml (frequency, batch/lot number and expiration date: not provided) for gonarthrosis. On (B)(6) 2015, the first course of synvisc therapy was completed. On (B)(6) 2015, 16 days after starting treatment with synvisc, the patient experienced joint fluid retention. When he visited the reporter's clinic, about 100 cc of joint fluid was drained, the joint was washed, and 5 cc of lidocaine hydrochloride (xylocaine) was administered. Then hyaluronic acid (suvenyl vial) was administered. On an unk date in 2015, the pt was hospitalized due to the event. It was reported that the pt was admitted to another medical facility and underwent surgery. Info on the medical facility, reason for the surgery or surgical site were not provided. Corrective treatment: joint drainage, hyaluronic acid, washed out. Outcome: unk.

Manufacturer narrative:
A pharmaceutical technical complaint (ptc) was initiated with global ptc #(B)(4). The product lot number was not provided, therefore, a batch record review was not possible. Based on the lack of info provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated and safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Reporting anesthetist's causality assessment: highly probable. Add'l info was received on 06/29/2015. Ptc results were added and the text was amended accordingly.

Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2015 from an anesthetist. This case involves a (B)(6) male patient who received treatment with synvisc and later developed joint fluid retention. Patient's medical history, past drugs and concurrent conditions were not reported. Concomitant medications included lidocaine hydrochloride (xylocaine) for local anesthesia. It was reported that lidocaine hydrochloride had been used with other hyaluronic antipyretics before the start of synvisc therapy. On (B)(6) 2015, the patient started treatment with intra-articular synvisc injection at a dose of 2 ml (frequency, batch/lot number and expiration date: not provided) for gonarthrosis. On (B)(6) 2015, the 1st course of synvisc therapy was completed. On (B)(6) 2015, 16 days after starting treatment with synvisc, the patient experienced joint fluid retention. When he visited the reporter's clinic, about 100 cc of joint fluid was drained, the joint was washed, and 6 cc of lidocaine hydrochloride (xylocaine) was administered. Then hyaluronic acid (suvenyl vial) was administered. Corrective treatment: joint drainage, hyaluronic acid, washed out. Outcome: unknown. Joint fluid retention (joint effusion). Seriousness criteria: required intervention. Reporting anesthetist's causality assessment: highly probable. A pharmaceutical technical complaint was initiated and results were pending for the same.